Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using a hemopro extension cable, the hemopro device remained activated after the activation switch was released. A replacement was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection of the dc extension cable/cord was conducted. The connectors at both ends of the cable appear to be in good condition. The cord was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference power supply at level 2.5 volts and a reference hemopro harvesting tool. The device passed the pre-cautery test; it produced visible and audible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To verify that the cable was electrically functional the device was evaluated for electrical continuity: wiring table - vh-3030. Molded plug 6 pin din. 3 ----- 5 - passed. 2 ----- 1-passed. 1----- 3 -passed. We were unable to reproduce the reported failure during testing. Based on the condition of the device as returned and the results of the investigation, the reported failure mode "electrical issue" was not confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using a hemopro extension cable, the hemopro device remained activated after the activation switch was released. A replacement was used to complete the procedure. The hospital did not report any patient effects.